Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a panpedal to treat unstable charcot midfoot with beams and external fixation. The patient needed an irrigation and debridement procedure and IV antibiotics sometime post-op.